Event description:
It is reported that the device was implanted in 2002, and revised in 2009, due to osteolysis and poly wear.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. Eval summary: the received devices were reviewed. It was observed that: the femoral head had scratches on articulating surface distributed uniformly with random orientation; major scratches approximately 0.5mm from edge of articulating surface as well as on opposing side beginning at edge of articulating surface; some discoloration at corner between taper and etch location on outer surface; a circle mark/indentation approximately 1.5cm from the opening of the neck on the inner taper surface indicating taper engagement; and smearing/indications of taper engagement on inner taper surface for approximately 1/4 of the circumference at opening of the neck taper. The insert had a hole drilled through the articulating surface, slight discoloration of inner surface and grooves on flange surface at various locations. Grooves most concentrated in liner with drill hole; one flange "tab" bent upwards located approximately opposite of the drill hole, screw hole locations evident by color of poly and slight indentations, discoloration of outer surface, varying in intensities: discoloration not as prominent on one side of outer surface and at screw hole locations, and scratches/gouged on outer surface located approximately in line with the drill hole. The devices were in vivo of approximately 7.5 years. Based on the above info and observation poly liner wear may be due to one or a combination of the following mechanism: the orientation of the mating components such as the acetabular shell may have led to poly wear; or pt weight, activity level, and activity type (i.e. High impact vs. Low impact) are also factors which may lead to poly wear. Poly wear debris may have contributed to bone lysis, however, on definitive cause analysis can be completed with certainty. Due to insufficient info the cause if the cyst is unk. Evaluation: device history records indicate all components were manufactured and inspected to specification.